Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the permanent cautery hook instrument had a burn in the instrument's wrist area; there was presence of sparks and excessive smoke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing event involving the permanent cautery hook (pch) occurred near the wrist of the instrument while it was being used for cauterizing. The arcing happened within two minutes of use, and the tips of the pch were not in contact with tissue at the time. There was no patient injury reported, and the patient did not experience any post-surgical complications related to the arcing event. The surgeon could not identify the cause of the arcing. The pch was inspected before use, and no issues were noted. It was properly connected, and there was no collision with other instruments or contamination by carbonized tissue. No images were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at the weld from the monopolar yaw pulley. The instrument failed the electrical continuity test. Thermal damage was observed on the yaw pulley near the conductor wire. The instrument was found to have thermal damage to the monopolar yaw pulley near the yaw pulley and conductor wire interface. Thermal damage is likely a result of the broken conductor wire at the weld. The instrument was found to have multiple indentations/burrs on the edge of the distal idler pulleys. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
Refer to h11 for follow-up information.